Event description:
It was reported that a pt underwent a total knee arthroplasty procedure in 2009. The drain was placed through the original surgical incision and functioned as intended for three days. Two days later, when the surgeon removed the drain, it broke approx seven centimeters from the black mark to the tip of the drain. The tip portion of the drain remained in the pt's body. The fragment of the drain was retrieved five days later, by opening the suture line.

Manufacturer narrative:
Date sent to the FDA: 08/05/2009. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.